Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's nurse reported that the patient had high blood glucose level reported to be 674 mg/dl, at the time of incident, which she self-treated with insulin injections. The patient was taken to the emergency room where the site of the set was taken out and the cannula was found to be bent. Subsequently, she was hospitalized due to high blood glucose level and diabetes ketoacidosis. She had weakness, fatigue, nausea and her blood glucose level was 546 mg/dl when she was admitted to the hospital. She received intravenous infusion and was on sliding scale injection as corrective treatment. She was hospitalized for more than two days and was still in the hospital at the time of reporting. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.